Manufacturer narrative:
The reported event is inconclusive due to the condition of the sample received. Visual evaluation noted two photo samples received. First photo sample shows top view of stent within original closed packaging. Within packaging it can be seen the guidewire is not enclosed within the stent. Second photo sample shows outer product packaging. Black jacket appeared to have been separated and broken into separate pieces, however as the core wire is not pictured, unable to confirm whether the guidewire itself was broken or just the jacket. Therefore, it is unknown if the product meets specifications. Although an exact root cause could not be determined a potential root causes could be: inadequate material selection, and/or bonding between layers. Degradation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and states the following: warning: inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract. Failure to comply with the warnings could result in damage to the guidewire to include, but not limited to: wire breakage, abrasion of the coating, release of guidewire fragments into the urinary system, all of which might require intervention. Correction- d, g h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use of the urethral stent on (B)(6) 2023, the guide wire was found unsmooth with the coating flaking off.

Event description:
It was reported that during use of the urethral stent on (B)(6) 2023, the guide wire was found unsmooth with the coating flaking off.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.